Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. In this case, the cause for the moderate aortic insufficiency at 1 year post procedure cannot be determined; however, the cause could be related to patient co-morbidities (htn) and/or cardiac remodeling. In addition, the exact cause of death is unknown; however, at this time there is no evidence or allegation that the patient¿s death is related to any of the edwards device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, approximately one year post implantation of a 23mm sapien 3 valve, moderate total aortic regurgitation was noted. The patient had congestive heart failure, and severe mitral regurgitation noted on baseline, on discharge and in the one year follow up visit moderate total aortic regurgitation was noted. As reported, one year and one month post procedure, the patient was admitted with shortness of breath. The patient was treated medically and the event was resolved. Approximately, one year and six months after this admission, the patient was in the end stage of congestive heart failure. Subsequently, the patient passed away.

Manufacturer narrative:
(Pvl was confirmed). As reported by our canadian affiliate, approximately one year and one month post implantation of a 23mm sapien 3 valve, moderate-severe paravalvular leak (pvl) was noted. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest the cause could be related to or cardiac remodeling. In addition, the exact cause of death is unknown; however, at this time there is no evidence or allegation that the patient¿s death is related to any of the edwards device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.